Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the power conversion enclosure was replaced to restore functionality. The imaging system then passed the system checkout and was found to be fully functional. The power conversion enclosure was returned to the manufacturer for evaluation. Testing found that two transistors on the unit had been shorted. Concomitant medical products: other relevant device(s) are: product ID: bi71000176, serial/lot #: rev. 4 : s/n (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of procedure. It was reported that during servicing, the manufacturing representative noticed that the image acquisition system (ias) fans would turn on when the umbilical cable was disconnected. There was no patient present when this issue was identified.